Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml saline xs solution was cloudy. The following information was provided by the initial reporter: the saline solution leaks the brovic catheter in an infant. The mother of the child blocks the catheter and we as specialists from the kinderpitex then add parenteral nutrition again. The mother failed although the syringe with the saline solution was sterile packed and correctly stored. Noticed in good time and used a new pre-filled nacl syringe. Noticed by the mother in time. However, if the syringe had been injected, it could have had consequences, as we don't know whether the cloudy saline solution was not produced properly and could have caused harm to the child.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary a device history record review was completed for provided lot number 9332068. The review did not reveal any detected abnormalities during the production process that could have directly contributed to the reported defect and all quality tests were found to be within specification. It was determined that all relevant in-process inspections met requirements for this lot. These inspections include, hourly sampling of blister package integrity for confirmation of sterile barrier, blister packaging burst testing, endotoxin bioburden, assay, and ph testing, and environmental monitoring of the fill room. The finished product also was within specifications per finished product testing prior to release. It was ensured that the product was fit for its intended use. To aid in the investigation of this issue, a picture and physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, yellow colored matter was observed between the tip cap and the luer area of the syringe. The solution was observed cloudy and the syringe was also to be prepped or partially dispensed. The matter was analyzed using scanning electron microscope (sem-edx) and fourier transform infrared spectroscopy (ftir). The closest match was identified as chlorhexidine digluconate, a disinfectant and antiseptic. The disinfectants used within the flush production area were reviewed and chlorhexidine digluconate is not used within the bd plant which manufactures this product. As the sample was received open and there are no other complaints open for this type of issue, an exact cause related to the manufacturing process could not be determined for this incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 5ml saline xs solution was cloudy. The following information was provided by the initial reporter: the saline solution leaks the brovic catheter in an infant. The mother of the child blocks the catheter and we as specialists from the kinderpitex then add parenteral nutrition again. The mother failed although the syringe with the saline solution was sterile packed and correctly stored. Noticed in good time and used a new pre-filled nacl syringe. Noticed by the mother in time. However, if the syringe had been injected, it could have had consequences, as we don't know whether the cloudy saline solution was not produced properly and could have caused harm to the child.